Manufacturer narrative:
(B)(4).

Event description:
It was reported that a high capture threshold was noted during follow-up. The lead was explanted and replaced. The patient¿s condition is fine after the event.